Event description:
Ous MDR - it was intended to treat a lesion in the medial sfa. The stent was positioned but could not be released. The patient is a (B)(6) year old male.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the blockage is most likely related to unknown high friction between the stent and the outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. In conclusion the technical investigations and the review of the production documentation did not reveal a material or manufacturing deviation.